Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the distal tip of the catheter was found to be damaged and the distal end was found to be stretched. No other anomalies were noted on the device. It is possible that the device was damaged during unpackaging of the device or during preparation of the device causing the break. Based on the investigation, it appears that the reported and observed issues occurred from handling damage.

Event description:
It was reported that the distal tip of the microcatheter was observed to be ¿shredded¿ after removal from the dispenser hoop. There was no patient involvement.

Manufacturer narrative:
The device is not available.

Event description:
It was reported that the distal tip of the microcatheter was observed to be shredded after removal from the dispenser hoop. There was no patient involvement.